Event description:
Emergency medical systems were attending to a pt, condition unk. An attempt to countershock the pt was made and allegedly the device failed to complete the charge. There were no adverse effects to the pt reported as a result of the alleged malfunction.